Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a rf procedure the patient, who had pacemaker, was shocked. It should be noted that the procedure was completed successfully and there was no medical intervention or surgical delays.

Event description:
It was reported that during a rf procedure the patient, who had pacemaker, was shocked. It should be noted that the procedure was completed successfully and there was no medical intervention or surgical delays.